Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion controller experienced an error. It was reported that the issue was resolved by reloading the firmware of the system control board and power switching board. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system gantry could not complete any motion when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.